Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to software issue. Field service engineer remotely connected and assisted to check the led's subsequently, the user powered down the station for ten minutes and turn back on to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system device not detected on bus, which cause delay in dispensing the medication. There were no adverse events or injuries reported based on this event.